Event description:
It was reported that the patient stopped feeling stimulation. The patient experienced a fading sensation and a loss of therapeutic effect. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.